Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that system controller history interrogation performed by the hospital clinician revealed multiple pump stop alarms. It was reported that alarms occurred while connected to the mobile power unit. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2018, it was reported that another pump stoppage occurred post driveline replacement. An ungrounded power module patient cable has been provided to the patient. No additional information was provided.

Manufacturer narrative:
Device evaluation the reported event of low speed alarms and pump stoppages was confirmed through the review of the log file submitted by the account. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18 inches of driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Small tears to the silicone sleeve were observed, approximately 6.5 inches, 7.5 inches, 9.75 inches, and 12.5 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.